Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on(B)(6) 2017. (B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a driveline exit site infection on (B)(6) 2016. Cultures were positive for staphylococcus aureus. Antibiotic therapy with ciprofloxacin was started. The infection reportedly resolved by (B)(6) 2016. On (B)(6) 2017, the patient was admitted due to a recurrent driveline infection. The patient presented with a fever of 38c. Intravenous antibiotic therapy was started. A CT scan on (B)(6) 2017 showed a wound healing disorder on the lower sternum with an abscess. On (B)(6) 2017 an incision and drainage of the abscess was performed and a wound vacuum assisted closure (vac) dressing was applied. A vac dressing change with debridement was performed on (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2017, the vac dressing was removed after blood cultures were negative. The patient was discharged home on oral antibiotics on (B)(6) 2017. On (B)(6) 2017, the infection was still ongoing, with reddened skin and drainage at the driveline exit site. Cultures were positive for staphylococcus aureus. No additional information was provided.